Manufacturer narrative:
B)(4). The rt267 infant evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. Method: only the expiratory limb of the complaint rt267 infant evaqua2 breathing circuit was returned to fisher & paykel healthcare in b)(4) for evaluation. It was visually inspected and pressure tested for any leak. Results: visual inspection revealed a crack on the proximal connector on the returned expiratory limb. No visible damage was noted on the tubing. The pressure test revealed that the expiratory limb was within specification. Conclusion: we are unable to determine what may have caused the damage noted on the returned expiratory limb. Previous investigations of similar complaints suggest that the cracking observed on the connector was most likely due to the connector coming into contact with cleaning chemicals resulting in environmental stress cracking. All rt267 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. This suggests that the observed cracking occurred after the subject device was released for distribution. Our user instructions that accompany the rt267 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. The user instructions also state the following: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.

Event description:
A hospital in (B)(6) reported to fisher & paykel healthcare (fph) representative that one of the connectors on the expiratory limb of an rt267 infant evaqua2 breathing circuit was cracked. This was found after five days of use.

Manufacturer narrative:
(B)(4). The rt267 infant evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. We are currently in the process of obtaining the complaint device for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to fisher & paykel healthcare (fph) representative that one of the connectors on the expiratory limb of an rt267 infant evaqua2 breathing circuit was cracked. This was found after five days of use.